Manufacturer narrative:
Analysis on the returned computer resulted in a computer failure through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen and found no unresponsiveness. Suspected to have been due to bad sectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was freezing intermittently and changing software screen levels. The computer (pn: 9734477 lot: 1824769) was removed and a new computer (pn:9735225r lot: 1721727) installed. All networking and software was duplicated on the new computer. The system then passed the system checkout and was found to be fully functional. No hardware parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was exiting. The site was loading a dataset for a case and the system became unresponsive while exiting. The system was hard rebooted and upon going back to the plan task the system exited again. It was noted that on this system exit it went all the way back to the launch screen. The system was booted again and when the site went to build a model the system exited again. The system was booted again, the patients on the system deleted, and the patient reloaded. It was noted that the site was going to attempt to do the upcoming case, but at the time of report there was no patient involvement.